Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. The patient stated that the supply bag disconnected without falling. The technical service representative advised the patient to complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. However, it was reported that a supply bag had disconnected without falling, which is a known cause of the reported system error 2240. Should additional relevant information become available, a supplemental report will be submitted.